Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that they did not get power to the handpiece when the footswitch was depressed during a cataract extraction with intraocular lens implant. This info was confirmed by an operating room supervisor. The procedure was completed using an alternate system. There was no harm to the patient. Add'l info has been requested but none has been received to date.